Event description:
Tina gandy had her device removed following insufficient symptom relief and many episodes of shocking/pulsing that seem to stem from the pocket. Patient had battery change and lead insulation done prior to removal with the goal of improving shocking/pulsing sensation. Nothing improved the sensation other than turning the device off. Because device was off, patient requested device removal. Patient has many other comorbidities including sma syndrome. Patient also previously had an ileostomy and a feeding tube. Device was not saved upon explant.